Event description:
It was reported that the catheter had been placed w/o incident for the patient. A few days after insertion, the oncology department noticed a leak at the catheter and a tear was detected. As a result, the catheter was exchanged. They do not know if this caused a delay in treatment, no patient death, and no patient complications were reported. The patient outcome was okay.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.